Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device and verified that the ventilator was on battery operation until battery was depleted. Cse also found the alarm was on silence mode at the time of the event. The unit passed extended self testing.